Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), inflammation ("inflammation") and infection ("infections"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, back pain, hypersensitivity, menstrual disorder, inflammation and infection outcome was unknown. The reporter considered back pain, device dislocation, hypersensitivity, infection, inflammation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration of essure device- location of device: unknown') in a 37-year-old female patient who had essure (batch no. A45169, 904751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back injury, spina bifida, muscle spasm and traumatic brain injury. Previously administered products included for an unreported indication: ortho tri cyclen from 2008 to (B)(6) 2012. Concurrent conditions included cervicitis, numbness in leg, muscle weakness lower limb, muscle pain, sleep disturbance, lumbar sprain, blood in urine, yeast vaginitis, urinary retention, neuropathy, otitis media acute, bartholin's abscess, insomnia, edema, eustachian tube dysfunction, labial abscess drainage, yeast infection and benign neoplasm. Concomitant products included cyclobenzaprine (B)(6) 2013 to (B)(6) 2013, ethinylestradiol;norgestimate (tri-sprintec) since (B)(6) 2013, fluconazole (diflucan), mirtazapine from (B)(6) 2013 to (B)(6) 2013, oxycodone hydrochloride; paracetamol (percocet) (B)(6) 2014 to (B)(6) 2015, sulfamethoxazole;trimethoprim (bactrim ds), sumatriptan (imitrex) since 1995, tramadol from (B)(6) 2013 to (B)(6) 2013 and trazodone from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and dysuria ("bladder or urinary problems or changes: dysuria"), 18 days after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraine /headache"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain/lower back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), inflammation ("inflammation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder incontinence") and fallopian tube disorder ("left fallopian tube was problematic"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, menstrual disorder, inflammation, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, dysuria, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and fallopian tube disorder outcome was unknown, the pelvic pain, back pain and abdominal pain had resolved and the urinary incontinence was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube disorder, fatigue, hypersensitivity, inflammation, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pathology test - on (B)(6) 2016: benign endometrial polyp and background benign early secretory endometrium, serosal adhesions, left fallopian tube with paratubal cyst and metal coil identified, right fallopian tube with paratubal cyst. Ultrasound scan - on (B)(6) 2013: result: one cyst noted in each ovary; in (B)(6) 2015: result: uterus 6.7cm 8ilat small ovarian cysts seen <2cm. Ultrasound scan vagina - on (B)(6) 2013: result: essure coils seen bilaterally. Right ovary contains a cyst with internal echoes. Left ovary seen with a possible small cyst with internal echoes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uti, dysmenorrhea (cramping), back pain, migraine, dysuria, urinary frequency, vaginal hemorrhage and chronic pelvic pain. Lot number:904751 manufacture date: 2011-09 expiration date: 2014-10. Lot number:a45169 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration of essure device- location of device: unknown/ migration') in a 37-year-old female patient who had essure (batch no. A45169, 904751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back injury, spina bifida, muscle spasm and traumatic brain injury. Previously administered products included for an unreported indication: ortho tri cyclen from 2008 to (B)(6) 2012. Concurrent conditions included cervicitis, numbness in leg, muscle weakness lower limb, muscle pain, sleep disturbance, lumbar sprain, blood in urine, yeast vaginitis, urinary retention, neuropathy, otitis media acute, bartholin's abscess, insomnia, edema, eustachian tube dysfunction, labial abscess drainage, yeast infection and cyst. Concomitant products included cyclobenzaprine27- (B)(6) 2013 to (B)(6) 2013, ethinylestradiol;norgestimate (tri-sprintec) since february 2013, fluconazole (diflucan), mirtazapine from (B)(6) 20132, oxycodone hydrochloride;paracetamol (percocet) (B)(6) 2014 to (B)(6) 2015, sulfamethoxazole;trimethoprim (bactrim ds), sumatriptan (imitrex) since 1995, tramadol from (B)(6) 2013 and trazodone from (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and dysuria ("bladder or urinary problems or changes: dysuria"), 18 days after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraine /headache"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain/lower back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("allergic reaction/ allergy"), menstrual disorder ("menstruation issues"), inflammation ("inflammation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder incontinence"), fallopian tube disorder ("left fallopian tube was problematic"), urinary tract disorder ("urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, back pain, hypersensitivity, abdominal pain and urinary tract disorder had resolved, the menstrual disorder, inflammation, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, dysuria, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, fallopian tube disorder and psychological trauma outcome was unknown and the urinary incontinence was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube disorder, fatigue, genital haemorrhage, hypersensitivity, inflammation, menorrhagia, menstrual disorder, migraine, pelvic pain, psychological trauma, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patients has received treatment for event pain, migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pathology test - on (B)(6) 2016: - benign endometrial polyp and background benign early secretory endometrium, serosal adhesions, left fallopian tube with paratubal cyst and metal coil identified, right fallopian tube with paratubal cyst. Ultrasound scan - on (B)(6) 2013: result: one cyst noted in each ovary; in (B)(6) 2015: result: uterus 6.7cm. 8ilat small ovarian cysts seen <2cm. Ultrasound scan vagina - on (B)(6) 2013: result: essure coils seen bilaterally. Right ovary contains a cyst with internal echoes. Left ovary seen with a possible small cyst with internal echoes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uti, dysmenorrhea (cramping), back pain, migraine, dysuria, urinary frequency, vaginal hemorrhage and chronic pelvic pain. Lot number:904751, manufacture date: 2011-09, expiration date: 2014-10; lot number: a45169, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: medical record received. Reporters information added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration of essure device- location of device: unknown/ migration') in a 37-year-old female patient who had essure (batch no. A45169, 904751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back injury, spina bifida, muscle spasm and traumatic brain injury. Previously administered products included for an unreported indication: ortho tri cyclen from 2008 to (B)(6) 2012. Concurrent conditions included cervicitis, numbness in leg, muscle weakness lower limb, muscle pain, sleep disturbance, lumbar sprain, blood in urine, yeast vaginitis, urinary retention, neuropathy, otitis media acute, bartholin's abscess, insomnia, edema, eustachian tube dysfunction, labial abscess drainage, yeast infection and cyst. Concomitant products included cyclobenzaprine (B)(6) 2013 to (B)(6) 2013, ethinylestradiol;norgestimate (tri-sprintec) since (B)(6) 2013, fluconazole (diflucan), mirtazapine from (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) (B)(6)2014 to (B)(6) 2015, sulfamethoxazole;trimethoprim (bactrim ds), sumatriptan (imitrex) since 1995, tramadol from (B)(6) 2013 and trazodone from (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and dysuria ("bladder or urinary problems or changes: dysuria"), 18 days after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraine /headache"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain/lower back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), hypersensitivity ("allergic reaction/ allergy"), menstrual disorder ("menstruation issues"), inflammation ("inflammation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder incontinence"), fallopian tube disorder ("left fallopian tube was problematic"), urinary tract disorder ("urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, back pain, hypersensitivity, abdominal pain and urinary tract disorder had resolved, the menstrual disorder, inflammation, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, dysuria, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, fallopian tube disorder and psychological trauma outcome was unknown and the urinary incontinence was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube disorder, fatigue, genital haemorrhage, hypersensitivity, inflammation, menorrhagia, menstrual disorder, migraine, pelvic pain, psychological trauma, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patients has received treatment for event pain, migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pathology test - on (B)(6) 2016: - benign endometrial polyp and background benign early secretory endometrium, serosal adhesions, left fallopian tube with paratubal cyst and metal coil identified, right fallopian tube with paratubal cyst. Ultrasound scan - on (B)(6) 2013: result: one cyst noted in each ovary; in (B)(6) 2015: result: uterus 6.7cm 8ilat small ovarian cysts seen <2cm. Ultrasound scan vagina - on (B)(6) 2013: result: essure coils seen bilaterally. Right ovary contains a cyst with internal echoes. Left ovary seen with a possible small cyst with internal echoes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uti, dysmenorrhea (cramping), back pain, migraine, dysuria, urinary frequency, vaginal hemorrhage and chronic pelvic pain. Lot number: 904751 manufacturing date: 2011/09 expiration date: 2014/10. Lot number: a45169 manufacturing date: 2012/08 expiration date: 2015/08/31. Lot number:904751 manufacture date: 2011-09 expiration date: 2014-10. Lot number:a45169 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), inflammation ("inflammation") and infection ("infections"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, back pain, hypersensitivity, menstrual disorder, inflammation and infection outcome was unknown. The reporter considered back pain, device dislocation, hypersensitivity, infection, inflammation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration of essure device- location of device: unknown/ migration') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. A45169, 904751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back injury, spina bifida, muscle spasm and traumatic brain injury. Previously administered products included for an unreported indication: ortho tri cyclen from 2008 to (B)(6) 2012. Concurrent conditions included cervicitis, numbness in leg, muscle weakness lower limb, muscle pain, sleep disturbance, lumbar sprain, blood in urine, yeast vaginitis, urinary retention, neuropathy, otitis media acute, bartholin's abscess, insomnia, edema, eustachian tube dysfunction, labial abscess drainage, yeast infection and benign neoplasm. Concomitant products included cyclobenzaprine (B)(6) 2013, ethinylestradiol;norgestimate (tri-sprintec) since (B)(6) 2013, fluconazole (diflucan), mirtazapine from (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) (B)(6) 2014 to (B)(6) 2015, sulfamethoxazole;trimethoprim (bactrim ds), sumatriptan (imitrex) since 1995, tramadol from (B)(6) 2013 and trazodone from (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and dysuria ("bladder or urinary problems or changes: dysuria"), 18 days after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraine /headache"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety/ psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain/lower back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction/ allergy"), menstrual disorder ("menstruation issues"), inflammation ("inflammation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder incontinence"), fallopian tube disorder ("left fallopian tube was problematic"), urinary tract disorder ("urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, inflammation, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, dysuria, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, fallopian tube disorder and psychological trauma outcome was unknown, the genital haemorrhage, pelvic pain, back pain, hypersensitivity, abdominal pain and urinary tract disorder had resolved and the urinary incontinence was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube disorder, fatigue, genital haemorrhage, hypersensitivity, inflammation, menorrhagia, menstrual disorder, migraine, pelvic pain, psychological trauma, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pathology test - on (B)(6) 2016: - benign endometrial polyp and background benign early secretory endometrium, serosal adhesions, left fallopian tube with paratubal cyst and metal coil identified, right fallopian tube with paratubal cyst. Ultrasound scan - on (B)(6) 2013: result: one cyst noted in each ovary; in (B)(6) 2015: result: uterus 6.7cm 8ilat small ovarian cysts seen <2cm. Ultrasound scan vagina - on (B)(6) 2013: result: essure coils seen bilaterally. Right ovary contains a cyst with internal echoes. Left ovary seen with a possible small cyst with internal echoes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uti, dysmenorrhea (cramping), back pain, migraine, dysuria, urinary frequency, vaginal hemorrhage and chronic pelvic pain. Lot number:904751, manufacture date: 2011-09, expiration date: 2014-10. Lot number:a45169, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events per pfs: general abnormal bleeding and urinary problems were added. Outcome for events pelvic pain, abdominal pain, general abnormal bleeding, allergy and urinary problems were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration of essure device- location of device: unknown') in a 37-year-old female patient who had essure (batch no. A45169, 904751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back injury, spina bifida, muscle spasm and traumatic brain injury. Previously administered products included for an unreported indication: ortho tri cyclen from 2008 to (B)(6) 2012. Concurrent conditions included cervicitis, numbness in leg, muscle weakness lower limb, muscle pain, sleep disturbance, lumbar sprain, blood in urine, yeast vaginitis, urinary retention, neuropathy, otitis media acute, bartholin's abscess, insomnia, edema, eustachian tube dysfunction, labial abscess drainage, yeast infection and benign neoplasm. Concomitant products included cyclobenzaprine-(B)(6) 2013 to (B)(6) 2013, ethinylestradiol;norgestimate (tri-sprinted) since february 2013, fluconazole (diflucan), mirtazapine from (B)(6) 2013 to (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) (B)(6) 2014 to (B)(6) 2015, sulfamethoxazole;trimethoprim (bactrim ds), sumatriptan (imitrex) since 1995, tramadol from (B)(6) 2013 to (B)(6) 2013 and trazodone from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain") and dysuria ("bladder or urinary problems or changes: dysuria"), 18 days after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraine /headache"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infection"). On (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("back pain/lower back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), inflammation ("inflammation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary incontinence ("bladder incontinence") and fallopian tube disorder ("left fallopian tube was problematic"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, menstrual disorder, inflammation, urinary tract infection, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety, dysuria, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and fallopian tube disorder outcome was unknown, the pelvic pain, back pain and abdominal pain had resolved and the urinary incontinence was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fallopian tube disorder, fatigue, hypersensitivity, inflammation, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pathology test - on (B)(6) 2016: - benign endometrial polyp and background benign early secretory endometrium, - serosal adhesions, - left fallopian tube with paratubal cyst and metal coil identified, - right fallopian tube with paratubal cyst. Ultrasound scan - on (B)(6) 2013: result: one cyst noted in each ovary; in (B)(6) 2015: result: uterus 6.7cm 8ilat small ovarian cysts seen <2cm. Ultrasound scan vagina - on (B)(6) 2013: result: essure coils seen bilaterally. Right ovary contains a cyst with internal echoes. Left ovary seen with a possible small cyst with internal echoes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uti, dysmenorrhea (cramping), back pain, migraine, dysuria, urinary frequency, vaginal hemorrhage and chronic pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Following events added: left fallopian tube was problematic, abnormal bleeding (vaginal) abnormal bleeding (menorrhagia), vaginal infection, depression, mental anguish, dysuria, migraine /headache, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, abdominal pain, bladder incontinence were added. Outcome of the events: pelvic pain, abdominal pain, back pain and bladder incontinence were added. Event verbatim was updated as infection: uti and event pt was updated from infection to urinary tract infection. Reporter information, concomitant, historical drug, medical history and lab data were added. Essure lot number, patient¿s demographic details were and explant date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.